Event description:
It was reported, that a biolox delta head, 12/14, 36 x 0 was implanted on (B)(6) 2015. The pt underwent a revision surgery due to dislocation on (B)(6) 2105. Sign of infection was present. The surgeon removed all implants and implanted an antibiotic spacer. The same pt is treated in (B)(6) .

Manufacturer narrative:
The manufacturer did not receive devices or x-rays for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4) .